Event description:
Radiant warmer used for thermoregulation of newborn premature infant. Temperature probe reading incorrectly. Temperature probe replaced 3 times for reading low skin temperature when baby felt warm and auxiliary temp within normal limits. After 3rd probe placed on infant, warmer temperature set to 36 c skin. Forty five minutes later, infant's skin noted to be bright red on back. Auxiliary temperature 38.3c and red erythema evident on exposed skin. Child placed on new warmer. Warmer sequestered for biomed evaluation. No further issues with temperature or skin. Erythema resolved within hours. Biomed engineer investigated the radiant warmer issue that occurred. Ge healthcare rep came to hospital to evaluate the unit. The rep fully tested the unit and found the unit operating as prescribed by the MFR. He stated that the units are self contained and require no calibration. He found no reason why this incident happened. He spoke to nicu charge nurse on duty and informed her of his findings. He asked that the facility continue to monitor this and contact ge clinical applications if this issue reappears. Diagnosis or reason for use: newborn premature infant requiring thermoregulation.